Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported issue. However, the fse observed code 53 (fiber optic sensor built in test failed) in the diagnostic logs. To resolve the issue, the fse cleaned the fiber-optic connector and performed a fiber-optic test. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) fiber-optic module sensor had a failure. After replacing the cardiosave iabp with another iabp the therapy was resumed. There was no known harm or injury to the patient and no adverse event was reported.